Manufacturer narrative:
This is a combination product (B)(4). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty, without complications, during which 2 items of cement were used. Subsequently, the patient reported ongoing pain and swelling. Additionally, he reported issues bending and inability to kneel on one of his knees. It is unknown at this time, which extremity is experiencing range of motion complications as the patient has had bilateral knee replacements.

Manufacturer narrative:
This is a combination product this follow-up report is being submitted to relay additional information. . Multiple MDR reports have been filed for this event. Please see associated report: 3006946279-2022-00076. D10: medical product: femur cemented cruciate retaining (cr) standard left size 7: catalog#42502606201, lot#64228083; natural tibia cemented 5 degree stemmed left size e: catalog#42532007101, lot#64417330; articular surface fixed bearing ultracongruent (uc) left 14 mm height: catalog#42512200514, lot#64279930; all-poly patella cemented 32 mm diameter#42540200032, lot#64540883. Device evaluation could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.